Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.h3, h4, h6- product complaint # (B)(4). Investigation summary = product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot =a review of the receiving inspection (ri) for sfx,5.5,ti, med, size a4 was conducted identifying that lot number om7931 was released in a single batch. Batch1: lot qty of units were released on 26 jan 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history review = the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional pro-codes: osh, mni, kwp, kwq, mnh. Complainant part is not expected to be returned for manufacturer review /investigation. (B)(4). A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient underwent a primary procedure with expedium system on an unknown date. On (B)(6) 2021, it was reported that two rods which were applied in the primary procedure had broken off. On (B)(6) the patient had a revision procedure (replacing rods and reinforcing the connector). The surgeon evaluated the severity of this event as ¿mild to moderate.¿ it was also reported that the surgeon will provide further information. It was also reported that the revision procedure was not desperately required. However, they chose the revision procedure to alleviate the pain which the patient had suffered since the event. This complaint involves three (3) devices. This report is for one (1) expedium sfx cross connector system connector a4 5.5 x 37-41mm. This report is 3 of 3 for (B)(4).